Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Local infection and sepsis are known potential complications associated with all patients implanted with vads. The heartware® instructions for use (IFU) addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion or root cause cannot be made, clinical factors including comorbidies and past radiation treatments may have contributed to the event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the site from the vad coordinator that the patient's hemisternotomy dehisced with copious drainage and was tender to the touch. Patient given antibiotics, but failed to improve. On (B)(6), patient was taken to operating room for a sternal wound washout and wound vac placement. It was stated that the team believes the poor wound healing is related to prior chest radiation for breast cancer. Patient was discharged home on (B)(6) 2015 with a wound vac in place, to be changed by home health care agency 3x/wk.